Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on february 20, 2008. The procedure was completed with no patient complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia post procedure. The exact nature and date of onset for each are unknown. It was reported that the patient currently continues to experience vaginal discomfort. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2008. The procedure was completed with no patient complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia post procedure. The exact nature and date of onset for each are unknown. It was reported that the patient currently continues to experience vaginal discomfort. All other information is unknown and reportedly unavailable.